Manufacturer narrative:
Investigation under iaca is ongoing. Product evaluation results: visual inspection of lens showed one of the haptics, and part of the optic was torn off and is missing.

Event description:
The facility states that the surgeon implanted a model aq2010v intraocular lens, but noted damage to the lens after implantation. He removed the lens without injury to the patient. The facility states that a model aq cartridge was used to deliver the lens into the patient's eye, but the lot number for this item is unknown. The model of injector and the lot number is also unknown. It is unknown what caused the damage to the lens.